Event description:
During a ventricular tachycardia ablation procedure using a safire blu duo ablation catheter, a pericardial effusion occurred. While ablating in the right ventricular outflow tract (rvot) using a safire blu duo ablation catheter, a steam pop was heard. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis and resuscitation efforts were performed to stabilize the patient. Surgery was then performed to repair the perforation in the right ventricle. There were no performance issues with any sjm devices used. The patient remained stable and was discharged home.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the model and lot numbers were unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.